Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that magnesium 4 gm was ordered to run over 8 hours, but completed in 15 minutes. The nurse entered a customer concentration for the dosage, as 4 gm magnesium was not in their dataset. Upon noticing the infusion had completed in 15 minutes, the respiratory therapist was called, and a stat EKG was done. The patient's vital signs remained stable and the doctor was notified; no further medical treatment was rendered.